Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device eval by manufacturer: the device was returned for analysis. The components received included the main coil, the introducer sheath, and the pusher wire. Upon visual and microscopic inspection, the main coil was noted to be bent and stretched. Additionally, the main coil was found to be detached at the coil arm section. Dimensional inspection of the returned components was performed and confirmed to be within specification.

Event description:
Reportable based on the device analysis completed on 04aug2025. It was reported that the coil was stuck in the catheter. A 6mm x 20cm interlock device was selected for use in a splenic artery aneurysm embolization procedure. During the procedure, when attempting to place this interlock coil, the coil became stuck in the boston scientific catheter and could not be advanced. The device was then withdrawn, at which time the coil was observed to be stretched. Both the coil and the microcatheter were removed together from the patient's body, and the procedure was completed using with another of the same device. There were no patient complications as a result of this event, and the patient's condition was stable following the procedure. However, analysis of the returned device revealed the main coil was detached at the coil arm section.